Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The hcp reported that the patient's device stopped working on friday and needed a "reset." It was additionally reported that the patient programmer (pp) would initially not turn on, but this was resolved after replacement of the pp batteries. Additional troubleshooting with the ins could not be done. No patient symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.